Event description:
Dealer states that when the consumer is just sitting in the chair, it will allegedly creep forward a bit, and also the speed indicator on the joystick will change rapidly on it's own, allegedly making the chair creep forward. No injury is alleged.

Manufacturer narrative:
RMA 859712205 has been initiated for this issue. Model m51pr, serial number/date code (B)(4) is approximately 1 year 8 months old. The user manual part number (B)(4) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumer is a female in her (B)(6). The consumers technique while using the device is unknown. The maintenance history of the device is unknown.